Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3. It is unknown whether sound was still coming from the device. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A functional check was carried out at the philips authorized repair facility. The bench repair technician (brt) stated that the device was working as intended during testing and no errors were detected. Based on the information available and the testing conducted philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required. The device remains at the customer site.